Manufacturer narrative:
(B)(4). The field service engineer (fse) that was dispatched to the hospital after the event examined the ventilator and downloaded the device logs. Pre-use check where performed and all were successful, the ventilator was returned back to service. The logs contain an alarm that the airway pressure has exceeds the presets upper limit at the time of the event. This alarm may come as a consequence of that the tubing are blocked/kinked or mucus/secretion are plugging the airway so the resistance is high. In the chosen pressure support mode the delivered volume is depending on the peep pressure, lung compliance and resistance. According to the logs the customer has chosen the pressure regulated volume control (prvc) mode at the beginning of the ventilation, but later on the user changed to pressure support (ps) mode. This means that if the airway resistance is increase, the delivered volumes will decrease. According to received information the customer thought that the pressure regulated volume control mode was still in use. Alarms was generated accordingly, as the delivered volumes are lower than determined limits. The conclusion is that there was no malfunction of the ventilator or that the ventilator were contributing to the high pressures.

Event description:
(B)(4).

Manufacturer narrative:
Further information has been sought. A supplemental report will be submitted when the investigation is completed

Event description:
It was reported that the ventilator gave much lower volumes than set while it was connected to a patient. There was no patient harm (B)(4).